Event description:
Our rep is reporting to us that a patient was undergoing an arthroscopic shoulder repair with the use of versalok for fixation. The surgeon was experiencing a series of difficulties with attempting to deploy the fixation device. Twice while trying to deploy anchors into the bone hole, the inserters bent and the anchors backed out with the inserters. This added 40 minutes onto the procedure, however, the surgeon used a 3rd same device to fixate and successfully complete the repair without further issue or harm to the patient. Also see associated MDR 1221934-2012-00301.

Manufacturer narrative:
The device was received and visually evaluated. It is noted that the distal inserter shaft is bent to a degree. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We attribute the device's condition to technique, what appears to be an attempt at off axis insertion into the bone hole; a user issue. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode, when all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Not yet returned.